Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the barrel clamp head was damaged and the right plunger case was cracked. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the check syringe plunger sensor was found at power up and failed plunger sensor test. Fluid ingression was found inside plunger assembly. The root cause of the problem was fluid ingression into the plunger head as a result of customer's improper use of the pump. To resolve the problem, replaced the whole plunger assembly, plunger tube and plunger cable and performed preventative maintenance and all functional testing.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device have a system failure. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.